Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient was having the implantable neurostimulator (ins) and lead implanted. The lead was checked, and all the electrodes showed the proper response with toe bellows. The ins was then placed, and upon checking the impedance it was found that there was impedance in every electrode pair. The impedance was checked 3 times with varying settings per protocol and all showed high impedances greater than 4000 in all electrode pairs, so the hcp requested and implanted a new battery. It was noted that the anesthesiologist mentioned that the patient had a pacemaker in the same side as the implant and had a magnet on the pacemaker. It was noted that the surgeon chose that sided due to hip pain on the right. The magnet was removed, and an impedance check was done at 2.0 amplitude/360 pulse width. The electrode zero pairs showed impedance greater than 4000, but all other electrodes showed normal limits. It was indicated that the patient felt scrotal flutter in pacu on program 2 (-1,+3). It was indicated that the hcp was concerned about the patient¿s therapy and would like analysis of the ins. No further complications were reported o r were expected.

Manufacturer narrative:
Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3058, (B)(4), product type: ins. (B)(4). Analysis of ins (B)(4) passed all functional testing in the laboratory. No anomalies were identified. Due to the reported com plaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on all electrode pairs including the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can and determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.